Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 16mar2023. H6: investigation summary: it was reported there is excessive glue holding the needle parts together. To aid in the investigation, two samples in opened packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed. One sample has an epoxy drip over on the needle hub, the other sample has no defects or imperfections. The photo provided shows the sample received with the epoxy drip over on the needle hub. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle hub. A device history record review was completed for provided material number 305198, lot 2144497. The review revealed there was documentation for this type of defect during the production run of this batch. A quality notification was documented. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd precisionglide hypodermic needle experienced epoxy on needle. The following information was provided by the initial reporter: lab techs are having issues with the 16 gauge and 18 gauge needles in the lab. There seems to be excessive glue holding the needle parts together. The glue is occasionally flaking off the needle and landing in the compounding area. I don't have a lot of info about lot and expiration. I was told it happens more with the purple 16 gauge needles than the pink 18 gauge needles.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide hypodermic needle experienced epoxy on needle. The following information was provided by the initial reporter: lab techs are having issues with the 16 gauge and 18 gauge needles in the lab. There seems to be excessive glue holding the needle parts together. The glue is occasionally flaking off the needle and landing in the compounding area. I don't have a lot of info about lot and expiration. I was told it happens more with the purple 16 gauge needles than the pink 18 gauge needles.